Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulty and stent damage occurred. The 90% stenosed lesion was located in the non calcified and severely tortuous mid left anterior descending (lad) artery. The lesion was predilated with a 2.5 x 15mm balloon. The physician attempted to advance the taxus express2 3.0 x 16mm drug eluting stent; however, the device3 was unable to be advanced to the lad. The physician met resistance when trying to remove the device. A mach1 guide catheter was deep seated to delivery device and the stent delivery system was able to be removed. The physician noted that a stent strut was lifted. The procedure was completed with two stents by different MFR's. No patient complications occurred. Patient status is satisfactory.